Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No button error alarm was noted. No unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 254 mg/dl, which was treated with manual injection. The customer stated that the clicking noise from the esc button was missing and that the button was broken. She also noted that she was sleeping when the alarm occurred, so she may have been on top of the insulin pump in that mental state. The customer called again the following day, reporting that the keypad was unresponsive. The most recent blood glucose reading was 257 mg/dl, which she also treated with a manual injection. She noted that she received a low reservoir alert and had held a button for longer than 3 minutes, which was likely the reason a button error alarm sounded; however, she stated that the esc button did not respond. Advised replacement of the insulin pump. Nothing further reported.